Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia. The pod was worn for 36 to 48 hours on the back. Her blood glucose (bg) reached 548 mg/dl, she called an ambulance and she went to the hospital. When she was in the hospital, her blood glucose levels were 578 mg/dl. In the ambulance the paramedics gave her some fluids. When she got to the hospital they gave her more fluids (saline solution) and took blood tests, as well. She was given zofran for nausea, 2 shots. She took 2 more bags of fluid (saline solution). They gave her 15 units of insulin and they waited a little while. The bg levels went down to 200mg/dl. Patient was sent home. The whole time in the hospital, she was still wearing the pod and did not remove it. When she arrived home, the bg was 230mg/dl. She fell asleep and she was still wearing the same pod. The patient woke up in the next morning and the bg levels were at 350mg/dl. She tried to get it down giving herself insulin. She gave herself a bolus and ate something as well. The bg levels went up to 400mg/dl and at the time of the call, bg levels were 438mg/dl. She then changed the pod and applied another one. She stated that her bg levels were coming down after applying the new pod.